Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 463 mg/dl at the time of the incident. The customer reported a blank display and then a partial display. The customer reports pressing the act button and cannot make out the full pixels on the screen. The customer's current blood glucose reading is 419 mg/dl. During troubleshooting the blank display was cleared, however the partial display remained. The customer declined troubleshooting for the high blood glucose level. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify missing segments/partial display, cut off screen anomaly due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.